Event description:
It was reported that the patient implanted with this insertable cardiac monitor experienced difficulty connecting to their device. Troubleshooting was performed with technical services, however was unable to be resolved and the patient was referred to their clinic. The patient subsequently presented to the clinic and the device was unable to be located by the surgery department. The patient returned home and used a stud finder to locate the device it was reported to be near the patient's belly button. Approximately a few weeks later, the patient used the stud finder again and noted the monitor appeared to be above the hip joint. The patient again presented to the hospital and the device could not be found via chest and abdominal x-rays. A few days later, the patient noted a portion of the monitor as a silhouette by the outside of their knee. Another x-ray was performed and the monitor could not be imaged. In total, the patient identified three pieces of the monitor on the top of their right foot, one piece at the ankle, and one piece on the outside of their right calf. Additionally, the patient continues to have pain at the hip joint. The patient feels they may have seven different pieces of the device located from their hip to the right foot. Subsequently, a piece of what appeared to be plastic shard was removed by the patient from their foot with tweezers. The piece appeared to be approximately 5 millimeters (mm) long. Additional follow-up and x-rays were being planned. This report will be updated should additional information become available.

Event description:
It was reported that the patient implanted with this insertable cardiac monitor experienced difficulty connecting to their device. Troubleshooting was performed with technical services, however was unable to be resolved and the patient was referred to their clinic. The patient subsequently presented to the clinic and the device was unable to be located by the surgery department. The patient returned home and used a stud finder to locate the device it was reported to be near the patient's belly button. Approximately a few weeks later, the patient used the stud finder again and noted the monitor appeared to be above the hip joint. The patient again presented to the hospital and the device could not be found via chest and abdominal x-rays. A few days later, the patient noted a portion of the monitor as a silhouette by the outside of their knee. Another x-ray was performed and the monitor could not be imaged. In total, the patient identified three pieces of the monitor on the top of their right foot, one piece at the ankle, and one piece on the outside of their right calf. Additionally, the patient continues to have pain at the hip joint. The patient feels they may have seven different pieces of the device located from their hip to the right foot. Subsequently, a piece of what appeared to be plastic shard was removed by the patient from their foot with tweezers. The piece appeared to be approximately 5 millimeters (mm) long. Additional follow-up and x-rays were being planned. This report will be updated should additional information become available. Additional information was received indicating the device was not yet located within the patient and additional imagining was planned. It was reported that there now appeared to be a pieces of the device near the left groin area. An attempt to return the piece of plastic shard previously removed was made. However, it was inadvertently discarded upon arrival and therefore we have been unable to confirm if this piece is a part of the icm product. Additional information was received indicating more pieces have been coming out of the patient, primarily from the lower right leg and foot. A CT scan was completed on the right foot which revealed possible osteophytes. Pictures of the pieces from the patient were taken which showed what appeared to be a small bolt, small plastic ribbon, and pieces of small gravel. A review of the pictures was performed and the pieces did not appear to be from the icm product. This report will be updated should additional information become available.

Event description:
It was reported that the patient implanted with this insertable cardiac monitor experienced difficulty connecting to their device. Troubleshooting was performed with technical services, however was unable to be resolved and the patient was referred to their clinic. The patient subsequently presented to the clinic and the device was unable to be located by the surgery department. The patient returned home and used a stud finder to locate the device it was reported to be near the patient's belly button. Approximately a few weeks later, the patient used the stud finder again and noted the monitor appeared to be above the hip joint. The patient again presented to the hospital and the device could not be found via chest and abdominal x-rays. A few days later, the patient noted a portion of the monitor as a silhouette by the outside of their knee. Another x-ray was performed and the monitor could not be imaged. In total, the patient identified three pieces of the monitor on the top of their right foot, one piece at the ankle, and one piece on the outside of their right calf. Additionally, the patient continues to have pain at the hip joint. The patient feels they may have seven different pieces of the device located from their hip to the right foot. Subsequently, a piece of what appeared to be plastic shard was removed by the patient from their foot with tweezers. The piece appeared to be approximately 5 millimeters (mm) long. Additional follow-up and x-rays were being planned. This report will be updated should additional information become available. Additional information was received indicating the device was not yet located within the patient and additional imagining was planned. It was reported that there now appeared to be a pieces of the device near the left groin area. An attempt to return the piece that was previously removed was made. However, it was inadvertently discarded upon arrival and therefore we have been unable to confirm if this piece is a part of the product.